Event description:
A customer reported a cassette lowered onto bed error, and a 5 ml blue fluid leak from the coulter lh780 hematology analyzer. The leak was not contained within the instrument. The customer was wearing gloves and a lab coat. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. There were no changes to patient treatment. Patient results were not affected.

Manufacturer narrative:
Updated information: device manufacturing date - 06/01/2013.

Event description:
.

Manufacturer narrative:
The fse replaced check valves cv48a and cv31b. Service activity performed was verified to meet performance specifications. Bec internal identifier for this report is (B)(4).